Event description:
It was reported that the extravascular lung water (evlw) values provided by the ev1000 system were "surprising and don't reflect the patient's status." Specific details were not provided. The patient was described as "intra abdominal chemotherapy inducing changes in hemodynamics (similar to sepsis, with sudden decrease in resistance)." No inappropriate treatment or patient injury was reported.

Manufacturer narrative:
No product was returned for evaluation. The event was discovered in conversation. Due to the late reporting, it was not possible to obtain the data logs from the monitor. With such limited information, it is not possible to determine what factors may have contributed to the event reported. The complaint could not be confirmed. No actions will be taken at this time.